Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion sensor had a hole. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found moderate downstream occlusion (dso) seal bubbling. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.